Event description:
It was reported by the customer that bd pyxis¿ es refrigerator was not detected on bus. A customer had reported that a user was unable to access critical medications which directly impact directly impact patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had refrigerator failure and device was not detected on bus. A field service engineer worked with the customer to power cycle the helmer and main. The issue persisted. Went to site, replaced the bbb with a new one took the old sim card out put it into the new bbb for the fridge up and received a link from the bbb to the router. Configured refrigerator to show the four rows of bins, tested and launched the application, copied the old fridge raider configuration over to the new way in the application. Pushed the emergency release levers, and we had to recover all four rows of bins. All tested ok (reference work order no (B)(4)). The system functioned as intended after troubleshot by the field service engineer.